Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device (biopsy/operating channel) tested positive with pseudomonas aeruginosa greater than 100 cfu. The ofr hmi (hygiene microbiological investigation) results reported scope device channel (all channels) conforms, with results of less than 1 cfu. Ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Below are information on customers cds checklist: cds: paa_cds machine soluscope 4 manual/brush- ecouvillons olympus, model bw-412t aniosyme x3/soluscope -the detergent used for cleaning. Soluscope paa- the disinfectant used for disinfection. Disinfectant /treatment: anioxyde 1000. Storage: horizontal. Rrc (regional repair center) france olympus device inspection inprogress and not yet available.. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the biopsy port, rubber cover, air/water cylinder and suction cylinder were scratched, the switch button one rubber was perforated, the biopsy channel was work, the insulation at the distal end failed, and the bending section rubber glue was discolored and peeling. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.